Event description:
It was reported that during a common hepatic duct stenting treatment procedure, the stent was partially deployed outside of the patient's body. During preparation for the procedure, the physician was attempting to "fix the stent position," but the 8x60x750 sentinol self-expanding nitinol biliary stent prematurely, partially deployed. This stent and delivery device were replaced with another of the same type to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good." Additional information has been requested regarding this event.